Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that ac power module had failed. The customer ordered an ac power module which resolved the failure. As of 7/12/10, there have been no further reports of this issue from this customer site.